Event description:
The customer reported an intermittent keyswitch error message along with x-rays disabled message. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray key switch was replaced during the service call. The system was tested, found to be working as intended and returned to service.